Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported four incidents of a fissure in the tearable sheath during puncture. On the afternoon of 1 november 2023, the intubation nurse found that the front end of the tearable sheath had a fissure during puncture, causing resistance to puncture. Fortunately, the intubation nurse found the fissure in time. There have been three similar incidents in the last 2 weeks where the intubation nurse found that the front end of the tearable sheath had a fissure during puncture causing resistance to puncture. Two of the similar incidents did not have such an obvious fissure. This report addresses the first of the three similar incidents. This event did not have an obvious fissure.